Manufacturer narrative:
Please note that the event date ((B)(6) 2003) was provided incorrectly in order to meet electronic medwatch acceptance requirements. It is only known that the event occurred in 2003; the month and day is currently unknown. Please note that the implant date ((B)(6) 2003) was provided incorrectly in order to meet electronic medwatch acceptance requirements. It is only known that the event occurred in 2003; the month and day is currently unknown. The catalog code provided (cypher), represents an unknown cypher stent. The catalog and lot numbers for the actual product used in the procedure are unknown. Concomitant medical products/devices: unknown blood thinners; "bc powder", powdered aspirin; lisinopril. This is one of four events reported by this patient and the associated manufacturer report numbers are 3003742446-2015-00065, 3003742446-2015-00066, 9616099-2015-00489, and 3003742446-2015-00067. Complaint conclusion: as reported by the patient via medical affairs, on 2003 the patient had a cordis cypher stent, no product code or lot number provided by patient, placed in the left anterior descending (lad) due to blockage discovered following presenting with pain in shoulder and chest. On 2003, "a day or 2nd day after stent placement," patient experienced "allergic reaction to drug on stent and complications after stent placement" further clarified as swelling all over face, hands and legs; skin turned red all over body and blood pressure was uncontrollable "gone wild". As treatment, physician prescribed several unknown medications, steroids, and "thinners" for 3 to 6 months. Patient was hospitalized for 7 or 8 days. Physician additionally prescribed lisinopril, 40 mg, once daily. No further information was obtained. The device remains implanted in the patient. A device history record (DHR) review could not be conducted as a lot number was not provided. Hypersensitivity/allergic reactions occur when the body reacts with an exaggerated immune response to what is perceived as a foreign substance and/or an allergen. In this case, the patient had an allergic reaction 1-2 days after implantation of a cypher stent. The cypher stent is stainless steel, coated with a 5-m layer of a controlled-release, biocompatible, nonerodible, nonthrombogenic polymer. Sirolimus is blended with the polymer and loaded onto the stent at a concentration of 140 g per square centimeter of stent surface area. To prolong drug release from the stent, the sirolimus-polymer matrix is coated with a thin layer of drug-free polymer, which serves as a diffusion barrier and allows for slow release. Approximately 53% of the drug is released within the first three days following implantation. The most common types of allergic reactions associated with metallic drug-eluding implants are eczematous in nature, although urticaria and vasculitis have occasionally been reported. Eruptions may be localized or generalized or both. Localized eruptions present as inflammation primarily affecting the area overlying the site of the implant. Generalized eruptions most often present as eczematous reactions and could lead to systemic complications or anaphylaxis. Hypersensitivity occurs either immediately after implantation (within an hour) or in a delayed response. An allergic reaction could be due to a major component of the implant or even the smallest composition of the implant. However, without medical records, information on specific treatment medication, or allergy tests provided, it is unknown what may have caused the hypersensitivity reactions reported. Without a lot number to conduct a DHR review, it is not possible to determine if the reported failure could be related to the manufacturing process. However, based on the information reported, there is no indication that the event was related to a design or manufacturing issue. Therefore, no corrective and preventive actions will be taken at this time.

Event description:
A patient called for medical information and additionally reported adverse events. On 2003, patient had a cordis cypher stent, no product code or lot number provided by patient, placed in the lad due to blockage discovered following presenting with pain in shoulder and chest. On 2003, "a day or 2nd day after stent placement," patient experienced "allergic reaction to drug on stent and complications after stent placement" further clarified as swelling all over face, hands and legs; skin turned red all over body and blood pressure was uncontrollable "gone wild". As treatment, physician prescribed several unknown medications, steroids, and " thinners" for 3 to 6 months. Patient was hospitalized for 7 or 8 days. Physician additionally prescribed lisinopril, 40 mg, once daily. No further information was obtained.